Event description:
The customer reported that the mts ID tipmaster pipettor was dripping after dispensing.

Manufacturer narrative:
The customer reported that the mts ID tipmaster pipettor was dripping after dispensing. The customer took the pipettor out of use and repeated testing. The customer was sent a replacement pipettor. Labeling cautions on the importance of delivering the correct amount of cells and plasma/serum when performing the gel test method. Patient samples were not affected, preventing the reporting of erroneous results. The instrument is a handheld pipettor. The pipettor is used in preparing a manual gel test. A laboratory technician closely monitors all tests. All tests are qualitative. No erroneous results were reported. Although laboratory practices mitigate the possibility of an erroneous result for this test, if the alleged malfunction were to recur undetected, it could lead to erroneous test results. Therefore, incident is reportable.